Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had read inaccurately high. The patient tests her blood glucose twice a day. She tests in the morning and evening. The patient also takes sliding-scale 70/30 insulin based on her meter readings. The patient was unable to provide a date or time when the alleged meter issue started. The patient claimed that she had obtained inaccurate high results around "400 mg/dl" and "500 mg/dl." Based on one or more of the reported meter results, the patient allegedly took a decreased dose of insulin. It is not known why the patient allegedly chose to decrease her insulin dose. The patient reportedly took 28 units of insulin instead of her usual dose of 30 units. An unknown after taking the insulin, the patient claimed that she developed symptoms of feeling shaky and like she was going into a coma. The patient mentioned that her "eyes began to get dark." The patient administered self-treatment at that point by drinking juice and consuming sugar. She did not receive medical intervention from a health care professional. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter inaccuracy issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.